Manufacturer narrative:
The root cause of the sub-optimal tissue processing identified by the complainant could not be determined from the information available. Based on the information provided, the tissue samples involved in this event were derived from the "factory 2hr xylene standard clearite" protocol comprising 39 cassettes, which started in retort a at 15:52pm on (B)(6) 2019 and completed at 06:30am on (B)(6) 2019. No use error(s) was identified in the interaction between the user and the instrument either prior to, or during execution of the "factory 2hr xylene standard clearite" protocol started in retort a at 15:52pm on (B)(6) 2019, from which sub-optimal tissue processing was reported. Investigation of this complaint found that the instrument operated within specification between 01 and (B)(6) 2019.

Event description:
Leica biosystems received a complaint regarding "over process tissue" following completion of processing. The complainant advised that polyp biopsies in cassettes containing biopsies of other tissue types were over-processed, while the processing quality of the biopsies of the other tissue types was satisfactory; tissue in 12 of 40 biopsy cassettes was over-processed; the affected tissue samples were found to dry and brittle at microtomy; no instrument errors had been displayed and it was noted that a reagent bottle scheduled for a clearing step had been substituted with a suitable alternative bottle of the same reagent type during execution of the affected protocol. On 02 october 2019, the leica senior applications specialist-core histology documented the following information provided by the complainant: "the tissue involved was a lung biopsy that was less than .1mm in diameter. The pathologist stated that the sample was damaged such that she could tell it was malignant, but was unable to determine the origin or the tumor type adequately enough to properly order subsequent ancillary testing. The scant nature of the specimen also makes additional ihc for tumor specificity limited." The identifier; date of birth and gender of the patient from whom the lung biopsy was derived were: initials=sh; dob: (B)(6) 1943 and gender: male. Documented information also indicates that re-biopsy of this patient had not been either recommended or performed. Information as to whether medical intervention was required as a consequence of the circumstances involved in this complaint has not been provided to date.

Manufacturer narrative:
On 04 november 2019, the leica applications specialist/trainer - pathology received the following information from the complainant: "the case was sent out for consult and ihc stains performed. Through both the consult and the stains, we got an answer. This patient does have a confirmed diagnosis". This information was received by leica biosystems melbourne on 05 november 2019. Refer to the initial 30-day FDA 3500a report for specific details of the instrument involved.